Event description:
It was reported the ECG connection was bad. It was also reported the handle was broken. The programmer was returned for service. The radiofrequency (rf) head was also returned, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) board, and the lower case handle was cracked. (B)(4): analysis found that the radiofrequency (rf) head uplink was out of specification, as a result, the cable was replaced.